Manufacturer narrative:
(B)(4).

Event description:
The consumer reported he slipped on stairs in (B)(6) 2015 and landed on his buttocks and there was a crease at the implant site. The patient met with the healthcare provider (hcp) and the hcp told him since he was still able to charge the implant would be fine. Relevant medical history included spinal pain.